Event description:
This test strip have not been returned to lifescan for product analysis. Lot # 2528614 of the retain test strips were tested and they failed due to off center cut. At this time, co considers this matter closed.